Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to the bending section cover having a cut. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings are as follows: due to wear of angle wire, bending in up direction and the play of the up/down knob did not meet standard value; adhesive on bending section cover had white clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; connecting tube had a dent, and switch 1 had a scratch. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, it is unknown if the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to failure in the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had defects along the bending tube sheath. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.